Manufacturer narrative:
(B)(4). Batch: r5af8j. Investigation summary: the ec60a device was received for analysis with no apparent damaged and with an ecr60d cartridge reload not loaded on the device. The cartridge reload was received partially fired 1/4 with the cartridge pan damaged from left proximal end. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. No conclusion could be reached on what may have caused the cartridge pan to dislodge. The firing trigger functioned as intended and without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the rectum surgery, felt the firing trigger was loose and the proximal end staples were protruding. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.